Manufacturer narrative:
The ventilator was examined by our field service engineer (fse), it was concluded that the ventilator functioned according to design, i.e. No parts were exchanged. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in mr environment the conditions must be met, which include locking the two front wheels and placing the ventilator outside the safety line that must be marked all around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, which includes the "mr environment agreement" that was signed by the hospital. It has been determined the safety line was not marked on the floor around the mr scanner. It has also been determined that the two front wheels were unlocked at the time of the event. Our conclusion is that the ventilator was placed closer to the mr scanner than expected and that the wheels were unlocked. The ventilator was therefore attracted to the mr scanner. The reason why the hospital used the ventilator in the un-tested mr room has not been determined.

Event description:
It was reported that the ventilator was pulled by the MRI scanner while it was being prepared for patient treatment. According to the hospital staff, the ventilator did not collide but made contact and there was no damage to the ventilator. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.